Event description:
It was reported that the 2600 system was displaying an intermittent como pin error, when they moved the x-ray head. It was also noted that the external monitor has lines through the image and the hand control would not work intermittently. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tomo pin error failure could not be duplicated. However as a proactive measure replaced the microswitches and changed the tomo motor driver board. Replaced the external monitor and hand control. The system was tested and found to be working as intended and placed back into service.